Manufacturer narrative:
The following information was noticed to be incorrect in the initial report submitted on 5/24/2019: procedure type has been corrected from an unspecified procedure to breast reconstruction, initial reporter email was omitted and has now been populated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction with an unspecified mentor saline breast implant and experienced deflation on the right side. As a result, the patient underwent removal and replacement with unspecified mentor saline breast implants on (B)(6) 2003.